Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the pump reset unexpectedly. The pump history was noted to be inaccurate and indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.